Manufacturer narrative:
(B)(4). Concomitant products: cat#103202 taperloc por fmrl 7.5x135 lot#521400. Cat#14-103652 univ 2-hole shl 52mm lnr sz 23 lot#961440. Cat#103533 ti low profile screw 6.5x30mm lot#374270. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 01609, 0001825034 - 2021 - 01610.

Event description:
It was reported that the patient underwent a left hip arthroplasty approximately 6.5 years ago. Subsequently, patient was revised due to dislocation approximately 1.5 months later. The patient was revised again approximately 2 months later due to dislocation and it was found that the liner had fractured. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Cmp-(B)(4). Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.